Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy - bladder neck dissection surgical procedure, the tip of the 8mm monopolar curved scissors instrument was broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The customer noted that the broken tip was a general broken issue of the 8mm monopolar curved scissors (mcs). No further clarification was provided. There were no photos/videos of the incident. According to the customer, the mcs instrument will not be returned to isi for failure analysis testing.

Event description:
Refer to h10/h11 for follow-up information.